Event description:
Customer reported an incident of hypoglycemia requiring treatment by layperson within 24 hours of attempting and being unable to use the aviva system due to the meter not detecting test strip insertion. A request was made for the return of the system and a replacement was sent.